Manufacturer narrative:
Follow up 01: internal bec identifier - (B)(4).

Manufacturer narrative:
There was no instrument malfunction in this event. The available information states the distributor, movianto, delivery driver accidentally dropped a pallet of diluent on customer¿ foot while the customer was signing for the delivery. There was no indication the pallet was improperly loaded. This case is being managed by local logistics and movianto, who was the third party transport provider at the time of this incident. The cause of the event was use error. The delivery driver of the third party transportation company accidentally dropped a pallet of dxh diluent on the customer's foot. The information provided reflects that the diluent was not malfunctioning or direct cause of the reported event. In an abundance of caution beckman coulter is reporting the event. Bec internal identifier for this report is (B)(4).

Event description:
The customer reported that while signing reagent delivery receipt, the delivery driver from movianto accidentally dropped a pallet of dxh diluent 10l on their (customer¿s) foot. The customer went to urgent care where an x-ray and physical assessment were performed. The x-ray indicated no broken bones, but possible ¿ligament and tendon damage¿ was documented. The attending physician prescribed anti-inflammatory and pain medication and instructed the customer see her gp (general practitioner) for any concerns or if pain continues.